Manufacturer narrative:
Data containing the alleged runs were not provided. The root cause of the discrepant result for sars-cov-2 could not be determined without reviewing raw data. A review of the log data shows the hardware is running without any errors. H3 other text.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for all targets (sars-cov-2, influenza a and b). The same sample was retested on a different cobas liat analyzer and generated a positive result for sars-cov-2 (negative for influenza a and b). The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.